Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance issues were experienced during the fill process. Additionally, the battery was observed to be depleting rapidly. There was no reported adverse impact to customer's blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.